Event description:
It was reported that prior to a surgical procedure at the user facility, a small damage was found in the fabric of the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.it was reported that during the device evaluation at the user facility, a small hole was found in the material, near the face shield of the hood.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that prior to a surgical procedure at the user facility, a small damage was found in the fabric of the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. It was reported that during the device evaluation at the user facility, a small hole was found in the material, near the face shield of the hood.

Manufacturer narrative:
During the evaluation of the product, it was determined that the probable causes of the tear are improper material strength, improper gowning procedures or improper size selection. The product was not returned to the user facility, as it is not repairable.